Event description:
A beckman coulter inc (bci) warehouse operator reported that the package containing coulter lyse s iii diff lytic reagent was found damaged and leaking on arrival to bci warehouse in (B)(4). The warehouse operator was wearing personal protective equipment. There was no exposure to eyes, mouth, open wounds, or mucous membranes. There was no report of death or injury associated with this event. There was no effect to patient or end user.

Manufacturer narrative:
Msds was reviewed, and there is an exposure control or risk management plan in place at the facility. A clear root cause for this event has not been determined.